Event description:
According to the available information after inserting the catheter, the balloon deflated, and the nurse had to remove it.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. In september, we received 2 empty retail box. Without medical device we cannot made any investigation about this issue. Deflation issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and subject to monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil product, defect: deflate, 59 similar cases were found. A rmf evaluation was performed based on criq 247 - risk identified11506 (hazardous situation: catheter balloon cannot stay inflated or burst) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information after inserting the catheter, the balloon deflated, and the nurse had to remove it.